Event description:
It was reported that during testing, there were new software upgrade/functional-operational issues, discharging more medications than requested. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
H6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The tamper seal was missing. The event log showed no evidence of the reported problem. Upon function testing, the reported problem could not be duplicated however the device was found to be under-delivering. The root cause of the reported problem is unknown. The expulsor assembly was replaced and the software was updated to resolve the issue. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4.